Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and was able to reproduce the tip error by attempting to detach the tip from the main arm. After removing the stuck tip, fse was unable to reproduce the issue again. Fse tested multiple tips and each one detached without any problems. Fse also inspected the alignments and did not identify any issues. Fse adjusted the tip attachment height alignment as a precaution to ensure it was not pulling too far down onto the tips. The fse performed quality control (qc) and attached multiple tips without any issues. The customer called back and reported error reoccurred and fse suspects it might be related to the pipette tips. The customer inspected the tips and noticed some were deformed, which could impede the analyzer¿s ability to remove them during testing, the pipette tips looked malformed rather than damaged from handling. Fse sent replacement tips, and the analyzer is functioning as expected without errors. No further action required by field service. The aia-2000 analyzer, serial number: (B)(6), was installed on (B)(6) 2024. A complaint history review and service history review for similar complaints was performed from installation date on (B)(6) 2024 through aware date on (B)(6) 2024. There were no similar complaints identified during this searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4223) main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (2060) tip attachment failure by main arm cause: no tip was detected by tip attachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to deformed pipette tips.

Event description:
A customer reported error messages ¿4223 main arm z-axis home overrun and 2060 tip attachment failure by main arm¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.